Event description:
The customer stated that she tested her blood glucose using 2 contour meters. One meter read 141 mg/dl, while the other read 78 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the meter and test strips showed the system to be operating as designed. No product will be returned for evaluation.